Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, during placement of the delivery catheter to implant the lead at the desired location, it was noted the form of the catheter was different than expected. The left ventricular (lv) lead was removed from the vein and an angiography revealed a dissection of the bifurcation. No change in the patient was observed other than a trivial change in blood pressure, which recovered over time. The physician commented the left ventricular (lv) lead required repositioning during the procedure due to high threshold and diaphragmatic nerve stimulation and as a result, the catheter was manipulated with force, which may have resulted in the dissection. Implant of the lead was abandoned. No further patient complications have been reported as a result of this event.